Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The motion batteries and battery charger were replaced and the issue resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the image acquisition system (ias) is shutting down when the umbilical is unplugged.

Manufacturer narrative:
Initial reporter was updated. The battery charger board was returned for analysis. Functional testing determined that component was functioning as designed. If information is provided in the future, a supplemental report will be issued.